Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode.

Event description:
(B)(4). (B)(6). (B)(4) had a msiii infusion pump. It turned on intermittently. I told him to check memory back-up battery. Also gave him some instruction what need to be done after replacing back-up battery. He will have to perform full calibration. I emailed him some part numbers: fms software cd kit, fsod calibration device and tech manual. There was no patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. Device was not returned to manufacturing facility.

Event description:
(B)(4). Sn (B)(4). Bill had a msiii infusion pump. It turned on intermittently. I told him to check memory back-up battery. Also gave him some instruction what need to be done after replacing back-up battery. He will have to perform full calibration. I emailed him some part numbers: fms software cd kit, fsod calibration device and tech manual. There was no patient involvement.